Manufacturer narrative:
An event of premature detachment of the plug was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the device detachment, per internal procedures. Please note, per the instructions for use, artmt600034447 revision b: "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established".

Event description:
It was reported that a 6mm amplatzer vascular plug ii was selected for an implant on (B)(6), 2021 for a persistent ductus arteriosus which extends from the left subclavian to the aorta. The physician checked that the cable was tight on the occluder prior to used. During deployment, the plug was unscrewed from the cable. The left disc on the subclavian side deployed but not the right disc on the aortic side. The plug was in the canal but was not correctly positioned. The physician tried to recover and reposition the plug and was unsuccessfully. The physician tried to use a non-abbott device and went through the arterial way to recover the plug but was also unsuccessfully. The physician wanted to stabilize the plug so as not to risk having consequences for the patient. It was also impossible to recover the plug via the venous way since the plug was connected to the delivery sheath. Since the patient is (B)(6) the physician cannot change the sheath to a bigger size, too dangerous for the patient. The patient was sent to surgery and the plug was surgically removed. The patient remained hemodynamically stable throughout the procedure. It was reported that the patient was intubated and sent to the resuscitation room after the surgery. On (B)(6) 2021, it was reported that the patient was discharged from resuscitation and extubated. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.